Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. On 06/25/2024, the pediatric patient experienced a skin reaction with redness, infection, abscess and inflammation on the needle puncture site. The patient was taken to the pau department at the hospital and they prescribed oral antibiotics (co-amoxiclav 5 ml 3 times a day for 1 week). The area was prepared with soap and water before placing the sensor on the body. There was no information of examinations or laboratory test performed. At the time of the report the patient was still taking antibiotics and the area was slightly swollen. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).